Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented to the clinic for follow-up, non sustained lead noise episodes due to sensing latency on the far field channel were observed. Progamming changes were recommended; device remained implanted.